Event description:
Additional information was received stating that the vns patient was buried and his device was not explanted. The cause of death was reported to be respiratory arrest resulting from seizure disorder, psychomotor delays, and chromosome 15 inversions. Follow-up with the patient¿s neurologist revealed that the patient¿s death was not related to vns. The patient passed away unexpectedly in his sleep. Based on the available information about the patient¿s death, an internal classification has determined that the death may be possible sudep.

Event description:
It was reported that vns patient passed away on (B)(6) 2007 due to respiratory arrest. The relationship of the death to vns is unknown. No further information relevant to the death has been received to date.

Manufacturer narrative:
.